Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm masters valve was selected for implant. During the procedure, after tying down, one of the leaflets was stuck and after rotating it remained stuck. The device was replaced to resolve the event. The patient is stable.

Manufacturer narrative:
An event of one of the leaflets was stuck was reported. The device was received for investigation and no anomalies were found. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements. It was indicated that even after rotating leaflet remained stuck. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 31mm masters valve was selected for implant. During the procedure, after tying down, one of the leaflets was stuck and after rotating it remained stuck. The device was replaced to resolve the event. The patient is stable.